Manufacturer narrative:
Suture broke. A visual analysis of the returned uphold vaginal support system revealed that the part of the suture that remained with the device was broken on the blue with white stripe dilator. The dart was not returned. There was no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a prolapse surgery performed on (B)(6) 2014. According to the complainant, during unpacking, they noticed that the needle was not completely covered by the protection sheath, and part of the needle was outside. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation result: lead suture broken, needle not retrieved.